Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. The customer did not know what the foreign material was. There was no delay in the start of precleaning. The customer flushed the air/water nozzle with water and air. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. In addition to foreign material coming from the nozzle, the following non-reportable malfunctions were found during the device evaluation: due to wear of angle wire, bending angle in up direction did not meet the standard value; due to wear of angle wire, the play of up/down knob was out of the standard value; adhesive on distal sheath was chipped, cracked, and had white-clouded area; due to clogging of nozzle, water removal ability did not meet the standard value; control unit had discoloration; suction cylinder was shaved and the paint was peeled; suction connector is deformed; adhesives around the objective lens and light guide lens has white-clouded area; multiple components had scratches. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus the evis lucera elite gastrointestinal videoscope had a cloudy image. Upon inspection and testing of the customer returned device, foreign material came out of the nozzle due to insufficient cleaning. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.